Manufacturer narrative:
Com code (B)(4) authors shoichi kuramitsu1, takashi hiromasa1, hiroyuki jinnouchi1, takenori domei1, shinichi shirai1, kenji ando1, journal name: cardiovasc interv and ther year 2017 issue # 32:154¿158. Title of article usefulness of rotational atherectomy with optical frequency, literature reference doi 10.1007/s12928-016-0382-4. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute integrity rx drug eluting stent was implanted in the proximal lad. Seven days post index procedure, patient was presented with chest pain and st elevation. Cag revealed total occlusion within the stent which was diagnosed as early stent thrombosis. Thrombus aspiration was carried out which restored coronary flow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.